Event description:
It was reported that the user was unable to attach the ilet connector despite the pump being rewound and attempts with a new cartridge and a new connector. Symptoms included no adverse clinical effects. Outcomes included no impact to health or need for medical care. Investigation included troubleshooting over the phone, including confirming pump rewind and advising use of a tool to assist with connector attachment. Investigation of this case revealed difficulty engaging the connector to the infusion set interface, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty with device use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.